Event description:
During a cardioversion on a female patient, the attached pads caused the associated defibrillator to display a "poor pad contact" message. The clinician then changed the pads and completed the procedure.